Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while performing treatment for the pulmonary artery during lobectomy, the power handle was given to the surgeon, but firing could not be performed. A new reload was opened, and was given to the surgeon, but the situation did not change. The power handle was replaced, and used a new power shell, and a new reload to complete the case. There was no patient injury.